Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) during fill cycle two of five. The patient was connected to the time of the alarm. The baxter technical service representative assisted the hp in clearing the alarm and disconnecting. The patient would complete therapy by starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.